Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. Patient was in good condition.